Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2024. At this time, the loaded voltage was under the acceptable threshold when compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data. No other notable events were observed in the log files submitted. The 11v backup battery (serial number: (B)(6) was returned in unremarkable condition and tested in a mock loop. The battery passed all functional testing, and no alarms were reproduced during the extended operation testing. No notable events were observed. Per event information, the primary controller was exchanged at home to be the backup controller at ~23:00 on (B)(6)2024. The patient went into the clinic and the backup battery on controller (B)(6) was exchanged. The alarm was resolved when the controller was powered on at 10:55:50 on (B)(6)2024. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 24jun2024 under batch 10401568 through material number 600272977. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take when the alarms occur. The patient is instructed to call their hospital contact as soon as possible for diagnosis and instructions in response to a backup battery fault alarm. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator received a call from the patient stating they connected to their mobile power unit (mpu) and then received an emergency backup battery (ebb) fault alarm. The system controller was exchanged and the new system controller was working as intended. The patient felt well and no symptoms or complications were noted. The log files were reviewed and began capturing ebb fault alarms on 08dec2024 due to the ebb failing the load test. The patient primary system controller was made into the patient's backup system controller. The system controller exchange was performed at home. The patient went into the clinic and the ebb of the new backup system controller (old primary system controller) was replaced. The ebb was to be returned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.